Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a torque limiting handle allowed too much torque to be applied during screw installation, which resulted in the patient's pedicle breaking. This occurred during a posterior l4-5 single level fusion procedure. However, the reporter also stated that the pedicle screw was placed more laterally than normal and wedged a little too deep, which hampered the polyaxial motion of the screw tulip. During screw hole preparation, the hole was tapped to size and a ball tip probe was used to check the integrity of the bone; there were no issues detected. Another torque limiting handle was used to complete the procedure. It is believed the pedicle fractured but is being held in place by the screw.

Manufacturer narrative:
The returned torque limiting handle was evaluated. A functional test showed the results of the torque output to be slightly outside of acceptable limits; however, this alone would not likely have caused the reported injury. The cause of the event cannot be definitively determined but the reporter stated that the pedicle screw was placed more laterally than normal and wedged a little too deep, which hampered the poly-axial motion of the screw tulip; therefore, the event may have been caused by off axis forces coupled with screw tulip head positioning. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.